Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). Approximately (B)(6) 2024, the patient experienced oozing yellow liquid from the stoma with stoma site redness and pain. The patient took pain medication of zaldiar alternating with noltii and applied topical positon cream. The patient's daughter reported that the health center did not treat the patient properly and was taking augmentin on her own. The patient was recommended to visit the emergency room for evaluation, culture, and treatment. Additional information was received on (B)(6) 2025 in which the patient¿s daughter reported that after taking augmentin, the soma site has improved and no pain.